Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2019 and suture was used. It was reported that the suture was found stuck in the edge of pouch when the nurse just opened the package for the surgery of right humeral supra-ankle fracture. Changed another one to complete the procedure. No additional information could be provided. There were no adverse patient consequences reported.